Event description:
Rn attempted to apply preveena wound vacuum and was not able to get suction. Asked app [advanced practice provider] to help and additional rn. Dressings were taken down and a new preveena wound vac was applied with same leak alarm showing. Eventually all preveena efforts were abandoned and patient was fitted with pico wound dressing.